Event description:
Healthcare professional called to report right side deflation. Device explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on the radius side assessed as surgical damage. Additional observations: ¿ yellow particles observed inner the device. No further actions are required since no manufacturing issue is observed

Event description:
Healthcare professional later reported right side hole -non specific via an rga form.